Event description:
Case description: on (B)(6) 2021, an amendment was performed. Since last submission, the following information has been amended annex d code in device addendum was identified to be incorrect thus it was corrected.

Event description:
Case description: investigation results. Name: novopen® 4 . Batch: gvgg264. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod does not move smoothly. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem is not related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. The pen surface is worn. Scratches or dents in surfaces are caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. The piston rod is difficult to to retract. This is due to accumulation of foreign matter on the piston rod. The fault is caused by accidental handling during use of the device. A visual examination of the returned product was performed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: novorapid® penfill® 3 ml 100iu/ml . Batch: js68d78 . The product was not returned for examination. No investigation was possible, because sample was not available. Since last submission, the following information has been updated in the case: -investigation results updated. -annex b,c and d updated. -manufacturer's comment updated. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2020-00049. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 06-nov-2020: upon investigation of the returned device, it was found that the piston rod does not move smoothly due to dust or foreign matter accumulated on the piston rod. The observed fault is a result of accidental damage during use of the device. The root cause for the fault is exposure of the piston rod to foreign matter after the pen left novo nordisk a/s. The fault is considered to be obvious to the user. If the piston rod can be retracted, no medical consequence is expected for the patient. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. H3 continued: evaluation summary. Investigation results. Name: novopen® 4. Batch: gvgg264. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod does not move smoothly. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains after a liquid. The observed problem is not related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. The pen surface is worn. Scratches or dents in surfaces are caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. The piston rod is difficult to retract. This is due to accumulation of foreign matter on the piston rod. The fault is caused by accidental handling during use of the device. A visual examination of the returned product was performed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Case description: on (B)(6) 2021, an amendment was performed. Since last submission the following information has been amended: the case has been marked as reportable. All the required fields for final reportable incidents filled. Since last submission, the following has been updated, annex a,c, d and g codes modified. Amendment report performed.

Event description:
The blood glucose level became 600 [blood glucose increased]. Piston rod didn't push the insulin [device malfunction]. Case description: study ID: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's weight, height and body mass index were reported. This serious solicited report from egypt was reported by a consumer as "the blood glucose level became 600(blood glucose increased)" with an unspecified onset date , "piston rod didn't push the insulin(device component malfunction)" with an unspecified onset date and concerned a (B)(6) male patient who was treated with novorapid penfill (insulin aspart) from unknown start date and ongoing for "diabetes mellitus" (dose and frequency 38 iu, qd) and novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported), hypertension, retinal detachment. Concomitant medications included - lantus(insulin glargine), trajenta(linagliptin), cotareg(hydrochlorothiazide, valsartan), glucophage [metformin](metformin). On an unknown date, patient's blood glucose was 600 (units not reported) as the piston rod didn't push the insulin. Hyperglycaemia was reported as life-threatening event. It was reported that patient himself was the operator of the device. The patient has been trained by a health care professional in the use of the novopen. The patient usually reuse the needle for 7 or 8 injection times and the needle was left attached to the pen in between injections. There is no force needed for injection. The needle was attached to the pen in a 180 degree angle. The patient did not use the dialing clicks to estimate the dose of the insulin. The patient used to keep the pen and the insulin penfills inside the refrigerator. Batch number of novorapid penfill has been requested and novopen 4 was gvgg264. Action taken to novorapid penfill was not reported. Action taken to novopen 4 was product discontinued. The outcome for the event "the blood glucose level became 600(blood glucose increased)" was not reported. The outcome for the event "piston rod didn't push the insulin(device component malfunction)" was not reported. Reporter's causality (novorapid penfill) - the blood glucose level became 600(blood glucose increased) : unknown. Piston rod didn't push the insulin(device component malfunction) : unknown. Company's causality (novorapid penfill) - the blood glucose level became 600(blood glucose increased) : possible. Piston rod didn't push the insulin(device component malfunction) : possible. Reporter's causality (novopen 4) - the blood glucose level became 600(blood glucose increased) : probable. Piston rod didn't push the insulin(device component malfunction) : probable. Company's causality (novopen 4) - the blood glucose level became 600(blood glucose increased) : possible. Piston rod didn't push the insulin(device component malfunction) : possible. "In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples". Reporter comment: causality for novopen 4 : certain.